Manufacturer narrative:
Complaint device arrived on 10/17/2013 and failure analysis was performed on (B)(4) 2013. The returned package included a flex guide catheter. The blue tip was detached from the guide catheter. It is suspected that the damage could be the result of excessively aggressive use by the surgeon. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013 of an domestic event that occurred on (B)(6) 2013 during a sinus surgical case when acclarent balloon dilation technology was used. Customer indicated that the blue tip of a guide catheter fell off during use. There was no patient injury.